Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an elective upgrade procedure. Due to complicated patient anatomy, the upgrade was unsuccessful and the physician wanted to continue to use the patient's current pacemaker. Upon interrogation however, it was noted that the patient's device went into backup vvi mode after electrocautery was used. The physician then decided to explant and replace the device. The patient's condition was stable throughout the event.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to transient nmi consistent with exposure to electrocautery during surgical procedure. The device was tested on the bench using automated testing equipment, and no anomalies were found.